Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018- 00254: it was reported the patient experienced headaches following an scs trial procedure where a cerebrospinal fluid leak occurred. The leads were removed several days later. The patient has been doing well.